Event description:
The customer reported having "alarm problems". No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported having "alarm problems". No patient harm was reported. Philips has not yet verified whether there was any health risk issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.